Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111 advises: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The customer reported that his blood glucose (bg) dropped to 22mg/dl while wearing the pod between 4 and 24 hours. He blacked out while driving and crashed into posts. The patient was not hurt in the crash but police noticed that he had low blood glucose and was given a glucose tab. Emergency medical services (ems) arrived and started an IV glucose drip. The patient was taken to the emergency room (ER), diagnosed with low blood glucose, and the IV glucose drip was continued. He was given food and drinks to raise his bg levels. His blood glucose was in the 200s mg/dl at the time of release.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the patient's hypoglycemia and hospitalization was found. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined.